Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, it was reported by a healthcare facility that the unknown patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The patient experienced syncope. The cgm was reading 80 mg/dl and the blood glucose reading was 40 mg/dl. The patient was treated by emergency medical service (ems) with glucagon. There was no additional documentation of further medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.